Manufacturer narrative:
Analysis of the pump found no anomaly. Refer to manufacturer report # 3007566237-2016-00628 for the associated catheter analysis information. Upon return, the device was interrogated and revealed the pump had last been programmed to deliver flex dosing at a daily dose of 495.1 mcg per day.

Manufacturer narrative:
Concomitant product: product ID 8780, serial # (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information was received was received from a consumer and healthcare provider (hcp) via a company representative (rep) indicated the pump and catheter were replaced (B)(6) 2016 and would be returned. The patient described a loss in efficacy and his spasticity had worsened resulting in more difficulty ambulating. It was unknown what led to the event and the exact issue was unknown. The event date was unable to be obtained. The hcp did a roller test on the pump and had questionable results. The physician also did a 50 mcg itb test dose via lumbar puncture to prove the patient still responded to the medication. He had a significant improvement with this trial. The pump and catheter were replaced. During the procedure, multiple dural punctures resulted in great cerebrospinal fluid (csf) flow; however, there was no flow of csf from the catheter. This was attempted multiple times. The catheter was checked for flow on the back table by using preservative free normal saline (pfns) to flush the catheter to prove there was not a catheter obstruction. The surgeon eventually injected dye and noticed a pocketing of dye. It was reported, ¿it did appear epidural in nature, but the dye did. To disperse as expected either.¿ the physician said this could be related to arachnoiditis. The catheter was pulled back to the t10/11 level and there was csf free flow from the catheter. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ it was noted the patient was receiving lioresal 2000 mcg/ml (dose unknown) and lot number unable to be obtained. Other medications the patient was taking at the time of the event was unable to be obtained. The patient¿s medical history was familial spastic paraperisis. The dose of lioresal, lot number, other medications the patient was taking at the time of the event, and date of diagnosis of arachnoiditis were not reported. Additional information from the company representative indicated the diagnosis of arachnoiditis was not confirmed. The managing physician reported that the patient was already seeing improvement with the new pump and catheter at a daily rate of 100mcg/day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient receiving intrathecal baclofen (concentration and dose unknown) via an implanted pump. The patient had a trial in 2011 after oral baclofen was not working for familial spastic paraplegia (fsp). The indication for pump use was intractable spasticity and familial spastic paraparesis. The patient had the pump therapy for severe spasticity. The patient was currently having pump studies done because his spasticity was worse. The pump did not seem to be as effective and the patient was "having a lot of trouble with it". The baclofen had been increased, "but results had not been good". The drug information, the cause of the event, the results of the pump studies, the interventions/actions taken to resolve the issue, and the resolution of the event was not reported. Further follow-up is being conducted to obtain this information. Should additional information be received the event will be updated.